Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm. The customer's blood glucose level was 120 mg/dl at the time of the incident. It was reported that they were still not on auto mode. The customer reported the sensor not ready message from the auto mode readiness screen. The customer was assisted with troubleshooting. The device will not be returned for analysis.